Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons were hard to push sticky and sometimes unresponsive. Blood glucose was unknown. Customer also reported that insulin pump had no delivery alarm and rewind more than once. The insulin pump will not be returned for analysis.